Manufacturer narrative:
The recipient's swelling has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing recurring seroma, swelling, and pain in the areas of the antenna placement. The recipient had been tested and confirmed no bacteria, viruses, or fungi in the area. The recipient was prescribed antibiotics (type unknown). Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom cover of the device, as well as a cut on the electrode wires in the long tube. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires in the long tube. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's pain resolved. Additional information regarding treatment details were not provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.